Manufacturer narrative:
The sample is not available for investigation. The device history record for the lot number provided was reviewed finding 596 pieces of 6fen were released on (B)(6) 2007 meeting all conformance specifications. No analysis or conclusions can be made without the device. If the sample becomes available and is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Note: the customer reported using the device in excess of the manufacturer's recommendations as stated in the directions for use under cautions: caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Event description:
The caller stated that the inner cannula leaks air, which reduces ventilator pressure by 20-30% when the pt is on a ventilator nightly. The caller has the tracheostomy tube capped during the day. The caller stated that the oc/ic fit is not tight enough. The caller changes the tracheostomy tubes every 6-8 weeks. At the time of this report, the caller stated the tube currently in the pt had been in use for about a week and that they would continue using this tube for several more weeks due to difficulty involved in changing them out.